Event description:
(B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation; implant malposition using a full vertical and horizontal t incision. 2 pieces of galaflex were used. Concomitant procedure was reduction of nipple projection. On (B)(6) 2017, incision site complication of right imf, was reported. Treatment involved opening up the area and aspirating 100 ml of clear fluid and reclosing. Medication (augmentin) given. Resolved (B)(6) 2017 with no sequelae. On (B)(6) 2017, incision site complication of right breast was reported. Right breast mildly erythematous at incision site with two cyst like masses that have formed. Incision made in office and wound was cultured. Drain was placed, and wound washed with betadine and saline and suctioned out. Wound was dressed and patient given augmentin medication. Culture was negative. Resolved (B)(6) 2017 with sequelae. On (B)(6) 2017 pain in breasts was reported. Mild breast capsule on the right and grade 2 capsule on the left. Treatment was medication (accolate, 20mg). Outcome unknown, no end date given. Review by medical affairs identifies the reported adverse event (incisional site complication and breast pain) is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including incision site complications, pain and wound drainage. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of surgery and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned remains implanted.